Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of infection, as alleged by the patient. The patient reported the pin on the liberty cycler set falls out, which has led to unspecified infection requiring antibiotics. Subsequent attempts to obtain additional information were unsuccessful; therefore, causality cannot be established. Based on the limited information available, the liberty select cycler, liberty cycler set cannot be excluded from having a possible causal or contributory role in the event. Presently, there is no physical/objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the event. However, given the patient¿s allegation and the absence of definitive causality, physician notes, discharge summary (if applicable) and a manufacturer evaluation of the suspect products, there is insufficient evidence to exclude the liberty select cycler, liberty cycler set from the serious adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has a cassette from the last delivered box that is damaged. This has caused the patient to not be able to disconnect properly after completing treatment. The patient stated the pin on the cassette falls out which has also led to an infection. The nurse has retrained the patient on disconnecting and ensured it¿s not an operator error. The patient has discontinued the use of that box of cassettes. Upon follow up, the patient reported being treated with antibiotics for at least one unspecified infection; however, the patient was unable to recall specifics. The patient continues to utilize the same liberty select cycler as before the events without issue. No sample is available for manufacturer evaluation, as the cassette(s) was discarded. Subsequent attempts to obtain additional information (e.g., patient demographics, past medical history, medication list, discharge summary, physician notes), have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.